Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial deployment of stent and stent damage occurred. Vascular access was obtained via popliteal artery puncture with a 3fr non-bsc introducer sheath and a contralateral approach was utilized with a non-bsc guidewire and pull through was then performed. The 100% stenosed, approximately 30cm target lesion was located in the non-tortuous and moderately calcified right superficial femoral artery. The guide wire was exchanged to a 0.014 non-bsc wire and pre-dilation was performed with a 3mmx20cm non-bsc balloon catheter from the contralateral side. A 7x180x130 innova stent was advanced to treat the lesion. The physician started to deploy the stent rotating the thumb wheel, but it became unable to apply more pressure at 6cm. A white arrow was indicated on the pull grip. The radiopaque scale was put aside during stent deployment and it was clear that the length was different from the length which was for deployment by thumb wheel. But the arrow was indicated on the pull grip, therefore the physician attempted to deploy the stent with pull grip. It was unable to pull the pull grip. Therefore the whole system was pulled together, and stent deployment was performed. The whole stent was found to be stretched to 25cm under the scale. A 7mmx15cm non-bsc stent was then implanted additionally at 6cm from the stent distal inside and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .014 guidewire stuck inside of the device. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The outer shaft, showed a kink at the nosecone. The middle shaft and the inner shaft showed no damage. The .014 guidewire that was returned with the device was stuck inside of the product. The guidewire was inside of the distal end 96cm from the tip, and 22.5cm from the proximal end. The device was opened up to inspect the inside components for damage it was noticed that the inner sheath had prolapsed inside of the pull rack. The stent was not returned; therefore, could not confirm the damage on the stent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial deployment of stent and stent damage occurred. Vascular access was obtained via popliteal artery puncture with a 3fr non-bsc introducer sheath and a contralateral approach was utilized with a non-bsc guidewire and pull through was then performed. The 100% stenosed, approximately 30cm target lesion was located in the non-tortuous and moderately calcified right superficial femoral artery. The guide wire was exchanged to a 0.014 non-bsc wire and pre-dilation was performed with a 3mmx20cm non-bsc balloon catheter from the contralateral side. A 7x180x130 innova stent was advanced to treat the lesion. The physician started to deploy the stent rotating the thumb wheel, but it became unable to apply more pressure at 6cm. A white arrow was indicated on the pull grip. The radiopaque scale was put aside during stent deployment and it was clear that the length was different from the length which was for deployment by thumb wheel. But the arrow was indicated on the pull grip, therefore the physician attempted to deploy the stent with pull grip. It was unable to pull the pull grip. Therefore the whole system was pulled together, and stent deployment was performed. The whole stent was found to be stretched to 25cm under the scale. A 7mmx15cm non-bsc stent was then implanted additionally at 6cm from the stent distal inside and the procedure was completed. No patient complications were reported and the patient's status was good.